Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side moderate "breast pain." Healthcare professional reported a left side rupture. Surgical reoperation has occurred. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive.

Event description:
Patient reported left side moderate "breast pain." Healthcare professional reported a left side rupture. Surgical reoperation has occurred. Device has been explanted.